Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the pump touch screen was shattered and that small pieces of glass were coming off the touch screen. Reportedly, the customer fell on the pump while snowboarding and the touch screen became shattered. Customer is unable to access certain parts of the pump touch screen due to the damage and interaction was limited. There was no adverse impact to customer's blood glucose. Reportedly, customer continued to use current pump for insulin therapy.